Event description:
Reporting rationale: malfunction. Reporting status: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the stent did not cross. No additional event or patient information is available. The event is being reported based on the returned device analysis which revealed that the stent was partially dislodged from the balloon.

Manufacturer narrative:
Results: product performance engineering could not determine a definitive root cause for the reported issue. Evaluation summary: quality assurance analysis revealed the stent delivery system (sds) was returned with blood visible in the guide wire lumen and contrast visible in the inflation lumen. The stent implant was pushed distally 1.4 cm with the proximal end of the stent over the distal balloon marker and the distal end of the stent no longer on the balloon. The entire length of the stent implant was smashed. The first row of proximal struts was severely damaged. The first two rows of distal struts were mangled. There were several flared and bent back struts throughout the entire length of the stent implant. There was no other damage noted to the stent implant. The balloon was loosely folded. There were crimp marks on the balloon and between the markers. There was a kink in the hypotube, 1 cm proximal to the guide wire exit notch. There were two kinks in the hypotube, 15 cm and 21 cm distal to the strain relief tubing. There were no kinks or damage noted to the inner member or tip. There was no other damage noted to the sds. The protective sheath was not returned. The tip seal length was measured and met manufacturing criteria. The outer diameter measurements of the stent implant could not be taken due to the damage. Product performance engineering reviewed the incident information and analysis of the returned device. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. No damage was reported as being noted to the sds during the inspection prior to use; however, analysis of the device noted that the stent implant was damaged and mislocated distally, partially off the balloon. There was blood visible in the guide wire lumen, contrast visible in the inflation lumen and the balloon was loosely folded, which suggests that the device had been prepared for use, a guide wire loaded into the guide wire lumen and the balloon at least partially inflated. Crimp marks were visible on the balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Potential causes of stent movement are, but not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal or forced sheath removal, interaction with other devices and/or anatomy, and lesion morphology. All online testing for the lot in question met stent movement criteria. The lot history records were reviewed and there were no non-conforming material reports issued for this lot. The release testing data was also reviewed. All samples from this lot passed testing for stent placement, crimped stent outer diameter, and stent movement, indicating the units had an adequate crimp. The stent implant was returned with severely damaged struts on the proximal and distal ends. Damage to the proximal end of the stent is most consistent with that of which occurs as a result of an interaction between the mounted stent and the tip of the guiding catheter and/or rhv during retraction of the device. Damage to the distal end of the stent is most consistent with that of which occurs as a result of an interaction between the mounted stent and the anatomy and/or accessories during advancement of the device. In addition, the stent was flattened on the entire length, with multiple flared and bent struts and three kinks were noted in the hypotube, which were not reported to the incident and may have occurred during the packing of the device for shipment back to abbott vascular for evaluation. Unfortunately, with the limited information provided, a definitive root cause cannot be determined for the reported failure to cross, however, there does not appear to be a product quality issue. Product performance engineering will trend and monitor the experienced circumstances. The profile dimensions on all catheters are confirmed by visual and dimensional checks on the manufacturing line at abbott vascular. This MDR is considered closed by the product performance group.